Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence. Patient reported that they felt their leads moved because she had to increase stimulation from 1.3 to 1.7. No symptoms were reported and no further complications were noted or anticipated.